Event description:
It was reported in a literature article that post a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The lesion was located in a distal right coronary artery. A 3.0x20mm taxus liberte' drug eluting stent was implanted in the lesion. No patient injuries or complications occurred. Patient status post procedure was satisfactory. Post procedure the patient's medications were clopidogrel, metoprolol, simvastatin and low-dose acetylsalicylic acid. Two weeks post implantation the patient presented with disseminated wheals, pruritis, bronchial asthma, night sweats and acute synovitis and was hospitalized. The urticaria covered large areas of the patient's skin but was predominantly on the extensor surface of the arms, neck and back of the feet. The swelling was mainly found on the patient's palms and soles of the feet. All medications were stopped except clopidogrel and low-dose acetylsalicylic acid. The patient was treated with an initial intravenous administration of clemastine at a dose of 0.2mg/h for 6 days and ranitidine at a dose of 4.2 mg/h for 6 days. At this point the urticaria completely disappeared. Twenty four hours after the start of intravenous treatment the patient complained of widespread arthralgia in both upper and lower joints. Inflammatory articular effusions and tenosynovitis were confirmed by sonography. Ten days post hospital admittance, all symptoms subsided. This treatment was followed by oral antihistamine treatment of levocetirizine 5mg/day for one month until all stent bound paclitaxel was assumed by the physician to be eluted. Clinical and laboratory testing ruled out other physical causes, chemicals as well as chronic inflammatory and infectious diseases. Nineteen months post stent placement, no restenosis of the stent has occurred. The physician concluded that the patient's symptoms point to a type iii serum sickness disease, immunological sensitization to paclitaxel and clinical symptoms may be related to toxic or pseudoallergic effects. There is no evidence of ige-dependent specific sensitization. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. L pfoch, et al. Drug-eluting coronary stents: hypersensitivity reactions to paclitaxel. Dermatology 2009; 218:52-55. See scanned pages.